Event description:
The customer reported that the mirror broke and the side-firing fiber commenced forward firing inside the patient's bladder at 30,877 joules during a prostate procedure. It was reported that no device fragments detached or were left behind inside of the patient. Neither the patient nor the end user experienced any injuries as a result of this event. It was reported that the fiber tip was not cleaned at the time of the failure. The manufacturer instructions recommend periodic cleaning of the fiber tip. The procedure was initiated with a different fiber (reference MFR report number 2937094-2012-00179). The case was completed with turp, however, it was stated that the physician elected turp over continuing with available fibers.

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.